Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the device. The fse resolved the leaking cap piercer by removing a kink from the vacuum waste line. The instrument performed within specifications. (B)(4).

Event description:
The customer reported to beckman coulter hotline support that there was a leaking cap piercer on their unicel dxc 600 pro synchron system. The contained leak was wash buffer. There was no report of erroneous results generated and no report of injury or exposure. The customer was wearing safety glasses, a lab coat and gloves while operating the instrument.